Manufacturer narrative:
(B)(4) . As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by turbid effluent. The cause of the peritonitis was not reported. The day after the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Physioneal therapy remained ongoing. At the time of this report, the patient had not recovered. No additional information is available.